Manufacturer narrative:
The customer replaced liquid crystal display (lcd) assembly kit to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint from the customer on the v60 indicating that the device¿s lcd display was defective. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse has ordered the lcd assembly for the customer to resolve the reported issue. The investigation is ongoing.

Manufacturer narrative:
E1: initial reporter name and address: phone: (B)(6).